Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to reproduce the power up failure. Physio-control replaced the charge pak assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had the service wrench indicator on. After having the charge-pak taken out and re-installed, the device would not switch on and the 3 red symbols (charge-pak, attention and service wrench) would display. There was no patient use associated with the reported event.